Event description:
During an atrial septal defect (asd) closure an attempt to retract a 13mm amplatzer septal occluder into the amplatzer torqvue delivery system was unsuccessful. The delivery system was cut and removed over the delivery cable due to the tip of the sheath accordioning. A flexor sheath (not manufactured by aga medical) was inserted over the delivery cable and the device was retrieved without problems. A new 14mm amplatzer septal occluder was used; however, the device was unable to be positioned appropriately and the procedure was concluded without closing the defect. Note: the delivery system and packaging was discarded post procedure and will not be returned to aga for investigation.